Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was using their programmer to check their ins due to a return of symptoms and they encountered the power on reset (por) message. It was noted that patient recently had a dental x-ray and that they traveled a lot and did not turn off the ins prior to security. No further complications were reported.